Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The lot manufactruing records were reviewed. There are no nonconformances related to this lot therefore, supporting the device met material, assembly and performance specifications. The event description states that the pronto catheter tip broke off during the procedure. No product was returned for evaluation. It is undeterminable what type of damages could have occurred with the shaft of the catheter. It is unknown how much of the tip separated and if the tip was left in the patient or retrieved using another procedure. Per IFU states the following warning and precaution. Never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation. Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking it is unknown if the catheter was manipulated against resistance causing damages. Additional information was requested from the account. No response as received. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device and history records, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: pronto catheter tip broke off during the procedure. Multiple attempts were made to receive additional information: information received from site: at this time, I am only allowed to inform you that the tip of the catheter did break off during a procedure. Procedure outcome is unknown, and if medical intervention was required is also unknown.